Manufacturer narrative:
The baxter technician found the valve needed to be replaced. Per the baxter service manual the totalcare bariatric bed and totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jan 23, 2026. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the valve to resolve the reported event. Based on this information, no further action is required.

Event description:
During servicing by baxter, technical service identified that totalcare bed (product code p1900h006637, serial number (B)(6), had CPR function not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.